Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Line was leaking where the white butterfly connects with the PICC tubing. Line was removed and the patient had to have a new PICC line inserted as she was very sick and required central access. Patient tolerated new PICC line placement. Still currently in the nicu.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter and its sliding clamp as a faulty sample. The catheter was flushed with water, and no leakages were observed. Even after clamping the tube to increase the pressure, no leaks were detected. Microscopic examination revealed no defects near the wing. Therefore, the reported issue could not be reproduced, and the reason for the complaint could not be confirmed. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of the quality control process. Corrective action: based on the investigation, no leakages or defects were detected near the wing on the returned sample. Therefore, no further corrective action was initiated by quality management, as the reported issue could not be reproduced and the cause of the complaint could not be confirmed.

Event description:
Line was leaking where the white butterfly connects with the PICC tubing. Line was removed and the patient had to have a new PICC line inserted as she was very sick and required central access. Patient tolerated new PICC line placement. Still currently in the nicu.